Event description:
A sales rep reported on (B)(6) 2024 that he had a call with a rep explaining that during a post op appointment, the surgeon noticed that the pht-11 plate had broken through one of the screw holes. It was stated that this looked good at the first post op appointment. It was stated the patient has good motion and the fracture is healed. The surgeon is opting to leave the implant insitu and will continue to observe it and they do not believe this issue will cause any complications.